Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g2: this event occurred in canada, see section e. H3, h6: the system was serviced in the field. The hand switch was replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned hand switch was analyzed. It was installed in a test system. The system booted and readied. When actuated, the 2d and 3d buttons were intermittent when acquiring an image. The store button was functioning as expected when pressed. The hand switch was found to be faulty. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to expose using the handswitch. Technical services (ts) had the site attempt to use the foot pedal instead, and the site was able to successfully perform a low dose and 3d spin. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.